Event description:
It was reported that there were 2 different bar code labels on tube discovered before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: two different barcodes are pasted on the same test tube, resulting in incorrect barcode reading and failure to perform the test. Few similar cases occurred in the past, in different lots, batches and at different times. When the cause to the failure is identified, tube is analyzed manually. When not identified, patient needs to come to the clinic for a second blood test.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for double label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 2 different bar code labels on tube discovered before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: two different barcodes are pasted on the same test tube, resulting in incorrect barcode reading and failure to perform the test. Few similar cases occurred in the past, in different lots, batches and at different times. When the cause to the failure is identified, tube is analyzed manually. When not identified, patient needs to come to the clinic for a second blood test.